Event description:
The affiliate alleged the customer reported consistently elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for one pt involving unicel dxl 800 access immunoassay system. This is report number two of eight. The elevated tsh result did not correlate with the pt's clinical condition. It is unk if the elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This event occurred in (B)(6) 2005. Add'l event info, from the affiliate, is not available. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-02974, 02976, 02977, 02978, 02979, 02980, 02981.